Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was receiving radiation for cancer and the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2010. (B)(4).